Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving dilaudid (20 mg/cc at 5 mg day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that sometime on (B)(6) 2016 the patient passed out and an ambulance was called. The ER (emergency room) physicians found out that the patient had a pump and administered narcan. According to the patient, she woke up several hours later. The patient was seen by her pain doctor on (B)(6) 2016 and this was confirmed in the notes that the pain doctor obtained. It was noted that the patient may or may not have a schwannoma; the patient could not pronounce what she had correctly. The pump was interrogated and the pump logs were read. The expected residual volume was 16 ml and the doctor withdrew 15.5 ml. The patient was awake, talking, and walking. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. No surgical intervention occurred and none was planned. The patient status was ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.